Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site allergic reaction. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an allergic reaction at the pod¿s insertion site while wearing the device between 4 and 24 hours. A blood glucose level over 300 mg/dl was also reported. The patient sought medical attention, discontinued pod use and was given an undisclosed medication by his doctor.